Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the smart device and receiver lost connection with the transmitter on (B)(6) 2015. Dexcom representative advised patient to try another sensor to activate the transmitter, which was unsuccessful. Patient attempted to pair a different transmitter with the receiver and smart device which resolved the reported issue. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/19/2016. The complaint a loss of connection was not confirmed. A root cause could not be determined.